Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that there was an extra blood glucose reading in the memory of her contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. Since the returned bottle of test strips had only one strip left, in-house contour next strips from the same lot were used to perform testing. In-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave a satisfactory performance. No extra readings were found in the meter's memory.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the suspected contour next serial # (B)(6) as 01-apr-2009. The correct device manufacture date is 10-may-2016. Section h4 has been updated with the correct information.